Event description:
It was reported that a patient being ventilated in the intensive care unit with the device in use, arrested after the device reportedly blocked. All attempts to ventilate or bag the patient with the device in use failed. The hospital reports that there have been previous incidents with blockage, but they were non-hazardous. No patient sequelae were reported. The patient was being nebulized with parvolex, ventolin and saline.